Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 16360658 was performed from the date of manufacture, 18-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that new medication orders were not shown at medication station. A technical support specialist (tss) dialed into the station and found no active errors. Sync information confirmed current upload and download timestamps. The customer reported that the issue had self-resolved last week. Orders were displaying correctly on the station. The customer granted permission to close the case. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the new medication orders were not showing for patient. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.